Event description:
Subsequent to the initial medwatch report, the customer reported the clip that was observed on the distal end of the device was the leaves of the garage tube. No additional information was provided.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, the clip did not deploy. When the device was removed the starclose se clip was observed on the distal end of the device. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported clip failing to deploy was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar clip deploying on the distal end of the device incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. Analysis of the returned device identified that the safety release mechanism was not utilized to facilitate the device removal. The instructions for use state under the closure procedure section that if resistance is met upon removal of the device to manually collapse the locator wings and remove the device following these steps. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the flex-guide. Slide the safety release to collapse the locator wings. The locator wings are fully collapsed when the number two on the plunger exits the number window completely. Place the left hand on the puncture site in the palm-down position with the clip delivery tube extending up between the index and middle finger. Provide counter-traction with the left hand on the body of the patient, and assertively pull the device out with the right hand. It is important not to rock or twist the device as this may cause arterial damage.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.